Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a cage fractured during surgery while being removed with the plate after there were difficulties installing the mating plate in surgery. The cage was removed and replaced with an alternative device to complete the procedure. There were no patient impacts.

Manufacturer narrative:
Information added to h6: component codes, type of investigation, investigation findings, investigation conclusions corrected information in h3 this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for returned roi-a cage (pn: ir5332p) for the failure of cages fractured. Visual inspection of the device reveals the cage is fractured. Medical records were not provided for review. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the implants were being used or handled at the time of the damage. However, the patient has sclerotic bone which could have contributed to this event. DHR review and related actions per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility this devices are used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a cage fractured during surgery while being removed with the plate after there were difficulties installing the mating plate in surgery. The cage was removed and replaced with an alternative device to complete the procedure. There were no patient impacts.